Event description:
A customer reported to baxter belgium a flo-gard IV solution administration set in which the tubing was blocked in the roller clamp. It is unknown when the alleged defect was observed. There were no reports of patient involvement, patient injury, adverse events, or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). One actual sample was returned to the manufacturing plant for evaluation. Visual inspection revealed that the there was a double loop of tubing in the roller clamp. Therefore, the reported condition was confirmed. The assignable root cause was determined to be a wrong assembly. As a corrective action the camera and sensor, that the machine involved is already equipped with, will be checked to verify that they are currently functioning accordingly.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. This is a product not distributed in the us and does not have a 510k number.